Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 days post implant of this mitral mechanical valve paravalvular leak (pvl) was confirmed. As a result a revision procedure was performed where the surgeon placed a patch at the regurgitation site which alleviated the regurgitation. The valve remains implanted at this time. No additional adverse patient effects were reported.